Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received failed battery now alarm. The customer¿s blood glucose level was unknown. The customer treated with a syringe. The customer states the pump was not working. Troubleshooting was performed for failed battery now alarm and noticed had received weak battery alarm with the fresh battery. The customer declined troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.